Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
The pt reported experiencing elevated blood glucose of up to 280 mg/dl due to occluded infusion sets. The pt changed the infusion set and bolused through the infusion device and injected insulin via syringe to lower blood glucose levels. The pt's normal blood glucose level is 110 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for evaluation.